Manufacturer narrative:
No unexpected ramping numbers noted during testing. All operating currents are within specification. Off no power alarm functions properly. No blank display noted. No damage found on the c13/lcd isolation tape noted. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's mother reported that the insulin pump had numbers ramping on the screen, then the display went blank. Caller reported that the keypad was unresponsive. Caller reported that the insulin pump may have been exposed to sweat. Blood glucose level was 105 mg/dl at the time of the call. No further information was provided.